Event description:
The advocate alleged that the customer may have swallowed approx 20 contour test strips. No other info was provided. Customer service advised the caller to contact a healthcare professional about the incident.